Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. On an unknown date, computed tomography revealed a suspected type iiib (hole in graft) endoleak near the trunk-ipsilateral leg endoprosthesis. Reportedly, there was calcification near the suspected endoleak, and it is suspected that the calcification may have punctured the graft and caused the endoleak. On (B)(6) 2021, the patient underwent reintervention. Two additional stent grafts were deployed to reline the device. The patient tolerated the procedure. Angiography on (B)(6) 2021 confirmed the endoleak was resolved.